Event description:
Patient self-tester reports lower than therapeutic range inr result (1.9) on protime. Due to a nosebleed and some bruising, subsequently was tested by her provider yielding 2.7 inr. Coumadin dose subsequently revised based on inr obtained on providers instrument. The patient's therapeutic range is 2.5 - 3.5. No further reports of subsequent adverse events or injuries requiring medical intervention.

Manufacturer narrative:
(B)(4). Complaint information communicated to itc via independent diagnostic treatment facility (idtf). Itc will investigate further by direct contact with customer. Manufacturer evaluation / investigation currently in progress. Manufacturer evaluation / investigation currently in progress. Manufacturer evaluation / investigation currently in progress.